Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after inserting the delivery catheter system (dcs), the blood pressure dropped. The dcs was pulled back to the ascending aorta and then put back into position for deployment. During deployment, the pressure still remained low, so the valve was quickly deployed to 80% and CPR (cardiopulmonary resuscitation) was performed to maintain cardiac output. Minimal right coronary artery (rca) flow was observed on angiography, so a coronary balloon was used to open the ostium. The valve was then fully deployed. Echocardiogram was used to check the lv (left ventricle) and rv (right ventricle) wall motion, which were acceptable. Another balloon dilatation was performed on the rca, good flow was confirmed and hemodynamics were stable. Trace paravalvular leak (pvl) was reported. No further adverse patient effects were reported.

Manufacturer narrative:
Age and weight reported. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it appears based on the event description, that the hypotension was due to the reported minimal right coronary flow that was observed on angiography. Unfortunately, from the limited available information and without an angiographic record for review, a conclusive cause for the occlusion could not be determined. This event does not indicate device misuse or malfunction, rather this event appears to be related to a user issue in which the user positioned the valve at an incorrect depth, resulting in a partial coronary occlusion. If information is provided in the future, a supplemental report will be issued.